Event description:
It was reported the patient experienced a shocking or jolting sensation. The reporter stated there is no known accident or incident related to this complaint. It was stated the stimulation 'worked fine' for 6 months, then it failed to provide the same effect. Reprogramming did not solve the problem. Approximately 1 year prior to report the device started shocking the patient when the stimulation was on at the lead location. He stopped using the device. It was stated the patient was later in a car accident, after which, when he would move, the leads would move, which was uncomfortable. The patient was considering having the device removed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3888-45, lot# v327604, implanted: (B)(6) 2009, product type lead; product ID 3888-33, lot# v313524, implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).